Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had an unexpected restart error alarm after battery change due to broken solder joint on interface board. Unit had cracked reservoir tube window.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 115 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.